Event description:
It was reported that during a procedure in the arteriovenous fistula in the left arm the foxcross balloon was advanced through the introducer to the lesion and ruptured during the unspecified inflation. The distal end of the catheter detached and remained in the vessel. A snare device was advanced over the guidewire and the balloon fragment was withdrawn successfully. There was no adverse pt effect. The pt was discharged from the hospital without prolonged hospitalization. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.